Event description:
It was reported to philips that the system gave an alert indicating fluoroscopy was not allowed, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing an angioplasty procedure, which was completed by restarting the equipment. The philips field service engineer (fse) inspected the system on-site and confirmed that the system gave an alert stating fluoroscopy not allowed. Upon troubleshooting, the fse reviewed the error logs and found a tube current out-of-range error, which occurred only once. According to the discussion with the client, there was a power outage that day, coinciding with the date and time of the error log. Therefore, the fse concluded that it was a one-time fault caused by factors external to the equipment. Fse confirmed that the sector where the hospital is located experiences electrical instability that frequently affects the installed equipment. There was no loss of image; the issue occurred the next day, and it was resolved by restarting the equipment. The system was verified to meet the required service specifications. After that, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for the continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.